Manufacturer narrative:
Evaluation results: one dbs breathing circuit was returned for investigation in used condition. The reported product problem (occlusion at the filter) was confirmed during testing. Water droplets were found to be attached to the hmef filter element. The product problem was attributed to a user issue. The unit was sent to the supplier for further investigation.

Event description:
It was reported that the a anesthesia circuit became occluded during an operation. The filter was blocked. No patient injury or complications were reported in relation to this event.